Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon connecting the flush line to the port on the handle of the catheter, saline was noted to be steadily flowing back out of the guidewire lumen irrigation port and out of the handle from underneath the slide switch. This was indicative of a leak in the irrigation lumen somewhere in the catheter handle. The flush line was checked, and this was connected appropriately. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for analysis as it was retained by the customer.